Event description:
It was reported that an occlusion occurred. There was no impact to the customer's blood glucose level. Customer changed pump supplies to resolve the issue. No issues were identified with the pump supplies.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.